Event description:
It was reported that a pt underwent an anterior pelvic floor repair procedure in 2009. The pt was seen at 5 weeks follow-up, and one month later, and the pt was experiencing pain and a vaginal ridge could be palpated. The surgeon opined that the pt was experiencing an allergic reaction to the mesh. At approx 3 months post-initial procedure, the pt underwent a second surgical procedure to remove the mesh. During the procedure, the doctor noted areas of graft exposure in the anterior and posterior compartments. He noted that the mesh had not been incorporated into the tissue, and that it was very easy to remove. He also noticed "nodules" on the posterior arms and extensive inflammatory reaction in the buttocks.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental form will be submitted accordingly.